Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the surgeon placed the trocar and began to inflate, it did not inflate completely. Then the balloon deflated. The surgeon opened another and it worked fine. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was extended by less than 10 minutes.